Event description:
Additional information was received that indicated surgery is likely but has not occurred to date.

Event description:
Additional information was received that indicated that he patient had a generator replacement. Good faith attempt for product return have been unsuccessful to date.

Event description:
It was reported via clinic notes received dated (B)(6) 2011 that the patient felt his myoclonic jerks were worsening and was worried that his vns battery may have been dying considering the length of implant. The physician indicated that the vns was not at end of service. The physician increased the vns duty cycle and added lamictal. Diagnostics taken on (B)(6) 2012 were within normal limits and indicated the generator was not at end of service. Attempts for additional information have been unsuccessful to date.